Event description:
It was reported that during an implant attempt the pin on the lead would not fit into device header. The lead pin appeared to be slightly bent. The lead would not push in far enough to allow the set screw to be engaged. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4)- the full lead was returned, analyzed and the distal conductor connector pin bent. It was noted that the inner insulation was kinked/buckled, the inner tubing kinked/buckled, there was blood in/on the helix/lobe mechanism, the lead appeared damage at implant and the lead was stretched.